Event description:
It was reported by a customer in canada that the 840 ventilator was displaying error codes indicating the unit's inoperative condition. There was no reported patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the analog interface (ai) required calibrations and tests. The ventilator passed all calibrations, extended self-testing (est), shor self-tests (sst), short self-test (sst), oxygen calibration, electrical safety, and performance verification testing (pvt). The unit was operating within the manufacturing specifications. (B)(4).